Event description:
A malfunction alarm, specifically malfunction 16, was reported by the customer. There was no reported impact to the customer¿s blood glucose level. The pump was replaced by customer service, and the customer switched to multiple daily injections as a backup therapy.